Manufacturer narrative:
H6; yielded cartridge tube crimp.

Event description:
The device was used during a laparoscopic hernia repair. It was reported the device did not fire staples. The device jammed on the first firing and attempts to make it work were unsuccessful. There was no consequence to the pt.